Event description:
A recurrent genital prolaspse was noted in 2004 following a gynecological procedure with the mesh 7 1/2 months earlier. A subsequent surgical procedure was performed (promontory fixation).